Manufacturer narrative:
A review of the raw material and device history records revealed this lot met all specifications with no anomalies noted. The device was examined and the anodize surface was intact except for rubbed areas along the blades consistent with field usage. All dimensions were measured and met specification.

Event description:
Pt was implanted with ti femoral nail and spiral blade construct on (B)(6) 2012 for a subtrochanteric proximal femur fracture. The spiral blade (B)(4) backed out of the proximal portion of the nail and the pt fractured the femoral neck. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt was revised a 4.5mm femur hook plate construct and a hip hemiarthroplasty for the femoral neck fracture. This is 1 of 2 reports for this event.